Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer's purchasing department called into philips to request a replacement battery. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer's purchasing department called into philips to request a replacement battery. There was no patient or user involvement.